Event description:
Original siltex implants in subpectoral position 03/06/1996. Did well until 2/15/99 when lt breast volume was decreasing which resulted in complete loss. No trauma is associated with the deflation. Now elects silicone gel implants.